Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the mcs tip accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the tip cover fell off monopolar curved scissors (mcs). The customer wanted to know if it was radio opaque. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the site that it was not radio-opaque and would not show up on x-ray. The isi tse advised the site it may show up as a mass on the x-ray. The site was continuing with the case and will call back if needed. The site was planning to look for cover after the procedure. On 17 may 2024, isi followed up with the customer and gathered the following information: the device fragment fell inside the patient when the staff was removing the instrument through the trocar during the case (not seen inside the patient). The instrument was in use for a couple of hours prior to the issue. The fragments were found between the fascia and skin after the removal of trocars. All fragments were retrieved via visual inspection. The procedure was completed robotically with no injury to the patient. The instrument is not available for return as it was thrown in the trash after the case.